Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: screw without thread on the head: a defective screw was returned from the clinic in the loan set. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was returned and is entering the complaint system. The investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Screw was received without thread on the head. The investigation of the complaint screw has shown that the thread at the screw head is missing. Unfortunately, we are not able to determine the exact cause which has lead to this occurrence. We can only assume that the thread tool at the machine was broken. Considering the outcomes of the root cause analysis, the bounding is only the returned piece. No evidence of other pieces involved. Since we don¿t know the lot number, it¿s not possible to review the device history record. There were no similar issues in the past at this product.